Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on (B)(6) 2015. Multiple occlusion alarms leading to delivery interruptions are observed in the black box between on (B)(6) 2015. Pump completed 24hr duration testing with no eaw¿s. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged an inaccurate delivery issue with the pump starting on (B)(6) 2015. The patient had a blood glucose (bg) of 540 mg/dl with large ketones and symptoms including shortness of breath, nausea, vomiting, abdominal pain and polydipsia. Patient was hospitalized on (B)(6) 2015 and treated with IV fluids and insulin via injection. Customer was unable to troubleshoot. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.